Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced sensor pairing failures with the freestyle libre 3 plus sensor, despite multiple sensor applications, app reinstalls, bluetooth toggles, and rescans; the issue aligned with an intermittent communication failure associated with the electrical/magnetic antenna component, and the customer was transferred to the cgm manufacturer for further troubleshooting and potential replacement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm sensor system and the ilet, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.